Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The device was received with cracked reservoir tube lip and battery tube threads. The device was received with minor scratched lcd window.

Event description:
It was reported the insulin pump alarmed no delivery. Customer's blood glucose was 258 mg/dl, treated with device. Customer stated the device was cracked near the reservoir window and tip of the reservoir chamber was damaged. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.